Event description:
During attempts, to advance the 18 fr introducer sheath, a dissection of the left common iliac artery occurred, which was interventionally repaired by implanting an iliac extender. However, the physician was unable to advance the 18 fr introducer sheath on either side. He then attempted to advance the excluder device bareback; however, also without success. Ultimately, the pt was converted to an open surgical repair of the abdominal aortic aneurysm using a bifurcated vascular graft. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the devices.